Event description:
It was reported that the customer's insulin pump was alarming with no delivery. The night prior to this report, customer's blood glucose was 400 mg/dl and she received further no delivery alarms. During troubleshooting, insulin exited the tubing during a fixed prime with no alarm. The customer was unsure if the infusion set cannula was bent, upon removal. It was explained that the site may have been occluded. At time of this report, customer's blood glucose was 250 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.